Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no damage was observed on the device. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. Flushing through the irrigation port was tested. Irrigation was not observed in undeployed state. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was damage distal section of the inner hypotube. Additionally, it was observed that there was a kink in the flush lumen.

Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, the deployment mechanism of a farawave catheter was observed to be sticky and difficult to move. Despite the difficulty deploying, the catheter was used to provide treatment and complete the procedure. Following withdrawal of the catheter from the patient, it was observed that the catheter could not be flushed using the attached pressure bag. The guidewire was removed from the catheter, but it still could not be flushed. Irrigation was never interrupted during the procedure. After the physician finished closing the patient, they visually inspected the catheter and attempted to deploy it to flower shape. At this point, the catheter pull wires broke rendering deployment of the catheter impossible. No patient complications were reported. The device was received for analysis.

Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, the deployment mechanism of a farawave catheter was observed to be sticky and difficult to move. Despite the difficulty deploying, the catheter was used to provide treatment and complete the procedure. Following withdrawal of the catheter from the patient, it was observed that the catheter could not be flushed using the attached pressure bag. The guidewire was removed from the catheter, but it still could not be flushed. Irrigation was never interrupted during the procedure. After the physician finished closing the patient, they visually inspected the catheter and attempted to deploy it to flower shape. At this point, the catheter pull wires broke rendering deployment of the catheter impossible. No patient complications were reported. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.